Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 450 mg/dl/. Customer declined high blood glucose troubleshooting. The customer also stated they have experience calibration errors and bad sensor alerts. The customer was advised to monitor and call back if further assistance is needed.